Manufacturer narrative:
Two patient samples were provided for investigation. The patient samples were tested on the c501 analyzer and with the asserachrom d- dimer assay, a stago product. The d-dimer results from the c501 obtained by the customer were verified. A specific cause could not be clarified. The calibration and control results were acceptable at the time of the event. Further measurements could not be carried out due to insufficient sample volume.

Event description:
The user received implausible results for one patient sample on the analytical e module. The tsh result was <0.02 uiu/ml. The free t3 result was 15.67 ng/l. The free t4 result was 43.68 ng/l. No adverse events were alleged regarding this event. The tsh reagent lot number was 158157. The free t3 reagent lot number was 158371. The free t4 reagent lot number was 158155.

Event description:
User stated an ER doctor questioned d-dimer results reported for one patient sample. Initial d-dimer gave 0.33; repeat gave the same result of 0.33 feu/ml. The same sample was repeated twice using a different analyzer (integra 400 (B) (4)), giving 0.34 and 0.29 ug/ml. User said the doctor felt the d-dimer results and the clinical picture of the patient did not agree. Chest x-ray performed on patient same day was positive for pulmonary embolus. Sample type plasma drawn in a sodium citrate sample tube. Patient was not adversely affected. Patient is "doing fine now". D-dimer reagent lot number - 62167501. Investigation is on-ongoing.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.